Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a hypoxic mix could be created. The gas proportioning system was adjusted, and the unit was returned to service.

Event description:
The hospital reported the unit had a problem with the gas proportioning system. There was no report of patient involvement.